Manufacturer narrative:
PMA/510(k) #: exempt. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported the ncircle delta wire tipless stone extractor basket would not close completely during use. The stones within the ureter were captured, however, the fragmented stones in the bladder were not due to the basket not closing completely. These fragments were stated to have been small enough to pass naturally. There were no adverse consequences to the patient as a result of this reported issue. The device did not make contact with the patient.

Manufacturer narrative:
Investigation evaluation: a visual inspection and functional testing of the returned device was conducted. A document based investigation was also conducted. A review of complaint history, the device history record, drawings, instructions for use, quality control data, and specifications was performed. One device was returned for investigation. The device was returned with the handle between the open and closed positions. The basket formation is partially open, 4 mm wide. The collet knob is tight and secure. The male luer lock adaptor (mlla) is loose. The polyethylene terephthalate tubing (pett) measures 3 cm in length. A visual examination of the returned device noted the support sheath is bowed in appearance, possibly from the manner the device was returned. The basket sheath was found to have two kinks, one located at approximately 50 cm from the distal tip and again at 65 cm from the distal tip of the basket sheath. The support sheath and basket sheath are still adhered. A functional test noted the handle does actuate the basket formation to the fully open position, however, when you close it, there is approximately 2 mm of the basket formation exposed from the distal tip of the basket sheath. The handle was disassembled. The basket formation can be manually actuated to the open and completely closed positions. The handle was reset and reassembled and functioned fine. A review of the device history record found no non-conformance associated with the complaint device lot number 8343068x. Lot 8343068x was manufactured from lot 8343068. A device tray issue caused the product from lot 8343068 to be reworked with new trays into lot 8343068x. A review of the device history record found no non-conformance associated with the complaint device lot number 8343068. A complaint history search revealed this complaint is the only one associated with lot number 8343068x. A second search revealed there are no complaints associated with lot number 8343068. Per the instructions for use (IFU) precaution section: enclose the device in the sheath before removing from the tray/holder. Do not use excessive force to manipulate this device. Damage to the device may occur. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. The complaint device was found to have kinks in the sheath that prevented proper functioning of the basket. Devices are inspected for damage and functionality prior to packaging. The observed damage likely occurred during handling/use of the device. Per the quality engineering risk assessment, no further action is required. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.